Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was part of a system revision due to infection. The crt-d, right ventricular (rv) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported.